Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 89 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 90 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
Upon completion of evaluation by stryker field service, the 1 unit which was initially reported as pending investigation was found to not have the alleged reportable hazard. The data has been updated to reflect this with the number of events for the quarter changed from 90 to 89.

Event description:
This report summarizes 89 malfunction events, where it was reported the devices experienced difficulty loading/unloading the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.